Event description:
No additional event information.

Manufacturer narrative:
On october 11, 2018, it was reported that the dermatome was striping in the middle of the blade. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 inch width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Product review of the air dermatome on october 22, 2018 revealed that the calibration and motor speed were both within specifications. The control bar was in the correct position. The vespel and semi-circle bearings were both loose. Repair of the air dermatome was performed by zimmer biomet surgical on october 22, 2018 which included replacement of the vespel bearings, semi-circle bearings, and the autoclave case latching knobs. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the calibration and motor speed were both within specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration and motor speed were both within specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Air dermatome was stripping in the middle of the blade. The event occurred during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.